Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 btt did not have co2 flowing through. An accessory kit was opened to complete the procedure. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 08/14/2024. An investigation was conducted on 09/04/2024. A visual inspection was conducted. The harvesting device and cannula were also returned. Signs of clinical use and evidence of blood was observed on all devices. There were no visual defects observed on the intact harvesting device or cannula. There were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000404027 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.